Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels up to (500 mg/dl) with trace of ketones present. The customer would deliver a manual injection and bolus to stabilize bg levels. The customer stated the suspected cause for elevated bg levels was due to taking steroid shot and chemotherapy. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.